Manufacturer narrative:
The account believes the problem is with the lockout cable connection at the foot end of the bed. He believes he repaired the cable end where it connected at the foot end of the bed. Does not remember what was done to repair the bed for sure. The bed is back in service.

Event description:
The account alleged the head up works but not the head down. He has replaced the pendants, the controllers, isolated the pendant extension cable and switched the head and knee motor plugs but the issue returned.